Event description:
Patient and their spouse report experiencing difficulty with filling the patient's cassette, noting the presence of an air layer that they are unable to remove. Patient's spouse states that the cassette is positioned on its side and they attempted air removal using a syringe as trained, but was unsuccessful. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Patient did not provide cassette lot number. Did the reported product fault occur while in use with a patient? - no. Did the product issue cause or contribute to patient or clinical injury? No. Did pharmacy replace product? - yes. Did the patient have a backup product they were able to switch to? - yes. Was the patient able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - ongoing (at time of call with pharmacist).